Event description:
It was reported to the manufacturer, by the end user, per the end user, per the account of director of maintenance services and safety - ems brought in new admission on (B)(6). Half hour later two cna's went into room to turn resident to change him and he fell out of bed. Injury was sustained. Director checked tels to see when maintenance was last done on the bed - pendant was replaced on july 7. All functions working after that. Bed was used 1 week prior to incident and it was working fine. Apparently the new admission was brought in on a gurney and bed functioned when raising/lowering to level with the gurney. After incident, director asked the maintenance staff, with two witnesses, to run the bed through all functions. Everything operated correctly. Director did a video of the operational functions. The bed was locked and tagged out. The plus was locked out, the remote was zip tied. The ap mattress was deflated and locked/tagged out. Director said state was in to investigate and they secured multiple statements that the bed was not the issue. Cna in question told the surveyor that the bed malfunctioned. On 8/15 the surveyor tested the bed and it worked fine. Director states the issue is with the staff processed and techniques. He also commented that the cna has very long fingernails and may not have depressed the button on the remote correctly. He advised that they must use the pad of their finger to do so. Complaint # (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.